Event description:
It was reported that the cassette did not attached properly. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged battery compartment. The tamper seal was intact. Review of the event history log (ehl) showed a cassette not attached properly" alarm. A visual inspection and functional test were performed and the reported issue was duplicated. The dso failed during functional test. As a result, the dos sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.